Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument grip was broken at the grip base. A piece measuring approximately 0.158" x 0.460" was found to be broken off. The probable root cause of a broken grip tip is associated to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's tip broke off during the wash cycle. There was no patient involvement.